Manufacturer narrative:
Continuation of concomitant products: a3dr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead polarity switch occurred for an unknown reason. The lead remains in use. No patient complications have been reported as a result of this event.